Event description:
Pt was intubated nasally twice due to being unable to maintain seal of endotracheal tube. Another endotracheal tube was inserted orally, cuff was checked for leak before intubation. Upon placing air into cuff, found that this tube cuff would not hold air. Another endotracheal tube was checked and inserted without difficulty and a seal was maintained and the pt mechanically ventilated.